Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated the patient jumped into the ocean and when he got out of the water he noticed the pump screen was blank for a few moments. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/30/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple call service alarms occurring on the reported failure date. During testing, the pump was powered on and the display screen was blank. New software could not be loaded into the slave micro processor. The pump case was opened and moisture was observed on an internal component. Keypad functionality could not be tested due to the blank screen.